Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 555 mg/dl. Customer stated that the pump was not registering the battery. Customer woke up feeling that their blood glucose level was high. Customer replaced the battery and received a failed battery test. Customer stated that the pump does not power on after inserting a new battery. Customer took insulin by injection. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.